Event description:
A home pt's spouse contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of their automated peritoneal dialysis therapy. Reportedly, the pt started the initial drain before connecting, then connected. Baxter's technical svc ctr assisted the home pt in ending the therapy early. No pt injury or med intervention was associated with this incident per the home pt's spouse.